Manufacturer narrative:
The oncology pt was multiply transfused in the past. The antibody screen was negative, immediate spin crossmatch on two units was compatible and they were transfused. Post-transfusion, the pt had a positive dat with both igg and c3. Further testing was performed by the customer. The post-transfusion sample was tested and observed to have a positive antibody screen with the same lot of screening cells that were negative with the pre-transfusion sample. Testing with 8ra170 identified anti-jkb. The pre-transfusion sample was retested and the negative antibody screen was confirmed. Further testing by the customer demonstrated that reactivity with the screening cells and pre-transfusion sample was only positive in the presence of ahg-polyspecific. The anti-jkb is therefore believed to be complement dependent.